Manufacturer narrative:
The reported events of high defib impedance and externalized conductors were not confirmed. As received, only the connector portion of the lead was returned in one piece measuring. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented for in-clinic follow up after patient notification alerts were received from the device. A device interrogation found that the right ventricular (rv) lead defibrillation impedance measurement exceeded the upper limit, then returned within range upon follow up. Subsequent programming interventions were made. However, the impedance continued to fluctuate. The patient was scheduled for replacement on (B)(6) 2025, and externalized conductors were observed under fluoroscopy. The lead was capped. The patient was stable before, during and after the procedure.